Event description:
The customer reported that their olympus evis exera iii video system center was not producing an image with 180 series scopes during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
An olympus field service engineer was scheduled to go onsite. Preliminary findings indicate a defective circuit board, which was replaced by the technician. The function test was ok. The evaluation results are pending, and investigation is ongoing. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the image was not displayed due to the failure of the patient board set (dr board), and since no image output occurred only with the 180 scope. It was likely that the operational amplifier circuit design change on the dr board had contributed to the event. The device was manufactured before the countermeasures were taken. Upon checking the parts change history, it was confirmed that the design of the dr (B)(6) was changed on (B)(6), 2018. It was unclear whether this design change was related to the indicated event. Additionally, the failure of the patient board has been confirmed, and the board has been replaced by a technician. The phenomenon improved after replacing the board. Olympus will continue to monitor field performance for this device.